Event description:
During an in-clinic follow-up, far-field r-wave oversensing (ffrwos) episodes resulting in inappropriate automatic mode switch (ams) were observed on the device. Technical services was contacted and provided reprogramming recommendations. The device was then reprogrammed to resolve the event. The patient experienced dizziness and is stable.